Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. Also, it was reported that evidence of moisture ingress was observed on the inside of the battery compartment. Blood glucose greater than 250mg/dl, but less than 500mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: a review of the pump¿s black box history showed that power reboots had occurred on (B)(6) 2015. Visual inspection revealed that the battery compartment was cracked above the bumper pad. Moisture was observed inside the battery compartment. The returned battery cap threads were found to be damaged/stripped. The returned battery cap contact height and width measurements were found to be out of the required specifications. During testing, the pump powered on to the ¿verify¿ screen. The pump was unable to maintain an electrical connection with the returned battery cap. A test battery cap was used to complete the investigation. The pump was exercised for 24 hours with a test battery cap with no power interruptions occurring. A leak test was performed and a leak was found at the battery compartment crack. The pump case was removed and moisture damage was observed inside the pump.